Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the healthcare professional (hcp). The pump was replaced on (B)(6) 2016. It was noted that the pump that was implanted was the first pump implanted with the patient in the study. It was not stated why the pump was replaced.

Event description:
Information was received from a physician and company representative (rep) via product surveillance registry (psr) regarding a patient receiving an unknown intrathecal drug via their implanted pump. The patient was admitted with fever and confusion 48 hours post-op (pump replacement). The clinical diagnosis was not applicable and the clinical diagnosis was pneumonitis. The programming date from the most recent refill prior to the event was (B)(6) 2016. The patient was reprogrammed and the dose was decreased on (B)(6) 2016. Intervention included medication administration of zithromax and cefepime on (B)(6) 2016 and the event resulted in an emergency room (ER) visit. Diagnostic type included examination and the patient presented to the ER with leg weakness, unsteadiness, confusion, fever, chills, some erythema around pump site but do not suspect pump site as site of infection on (B)(6) 2016. A MRI without contrast was performed and results were MRI of lumbar spine; no new pathology, hematoma, abscess or infection noted on (B)(6) 2016. A chest x-ray was also performed on (B)(6) 2016 and showed mild patchy opacities in left lung base, atelectasis v. Scarring. Laboratory testing on (B)(6) 2016 indicated white blood cells (wbcs) within normal limits. Examination results on (B)(6) 2016 were low-grade fever overnight, no tachycardia, no signs or symptoms of sepsis, bp stable, ambulating well; patient doing fine and discharged home. The event was possibly related to the device, therapy, or implant procedure/surgery anesthesia. Signs and symptoms were patient presented to ER two days after pump replacement with fever, weakness, and difficulty walking. The outcome was resolved without sequelae on (B)(6) 2016 and examination on (B)(6) 2016 showed all signs/symptoms resolved per the clinician.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated a reprogramming of a dose decrease occurred on (B)(6) 2016. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the pump serial number involved with this event was (B)(4) not (B)(4). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via clinical study indicated the patient's weight was 300 pounds. No further complications were reported/anticipated.